Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert due to noise on the right ventricular (rv) lead. The rv pace/sense polarity was changed. No noise was noted after the changes were made. The lead will continue to be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.